Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had two additional surgeries for a blood patch due to a spinal fluid leak and a collagen fiber patch where they shaved part of the vertebra to get in there to patch it up. It was noted the patient had a huge hematoma on his back and they took 6 vials of blood off the pump because they had to "open him up". It was noted the patient was in a wheelchair. It was also noted the patient was suffering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.